Event description:
According to the reporter, during a procedure, the device was plugged into a generator with an updated software version that would be used on fat of the femur, but it was not working. The sealing was inadequate/partial (with evidence of energy delivery and end tones heard). The jaws were not cleaned and no good seals were performed before the issue occurred. The reporter tried to connect the ligasure device to another generator but it did not work either, so, the reporter tried a new ligasure device and it worked well on the two generators. There was no bleeding and no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a femur reconstructive procedure, the device was plugged into a generator with an updated software version that would be use on fat of the femur, but it was not working. The sealing was inadequate/partial (with evidence of energy delivery and end tones heard). There was no re-grasp alarm. The jaws were not cleaned and no good seals were performed before the issue occurred. The reporter tried to connect the ligasure device to another generator but it did not work either, so, the reporter tried a new ligasure device and it worked well on the two generators. There was no bleeding and no patient injury.